Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for broken implants. It was reported that, the solera screw and rod was broken post-operatively and revision surgery was performed to replace the broken implants with new screws and rods and some connectors. This patient was operated 2 years ago and screw and rod got broken due to failure of the fusion. During the initial surgery, the screw was implanted at l5 right pedicle and rod was from l1 to ilium. There were no patient symptoms reported as a result. No further complications reported regarding the event.

Manufacturer narrative:
D6a: implanted date (B)(6)2023 (year valid) g2: country of event is finland. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.